Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed where upon pocketing opening the right ventricular (rv) lead was found to be in the left ventricle. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented with symptoms of light headedness, similar to the bradycardia two weeks prior which lead to the device implant. Other symptoms of shortness of breath when lying down were reported. The patient noted no symptoms of palpitation or chest pains. A remote interrogation was performed as they were concerned about the right ventricular (rv) histograms showing rates in 30 beat per minute range due to possible a-v block. Boston scientific technical services (ts) reviewed the remote interrogation and found the device was programmed to pace and sense in the atrium only. The rv lead had low intrinsic amplitude but there was no undersensing. Ts also noted that the rv heart rate histograms appeared irregular in comparison to right atrial (ra) histograms, with the rv rates dropping in to 30's. Ts agreed that there was possible a-v block. It was noted that the presenting electrogram (egm) showed sinus rhythm with a-v rate of approximately 280ms. Further review was recommended by ts. No further information has been able to be obtained from the clinic in regards to why the device was programmed to pace and sense in the atrum only or what specifically was causing the rv rates to be in the 30 beat per minute range. At this time the rv lead and pacemaker system remain in service and no adverse patient effects were reported.